Event description:
I was reported that the device failed to power on when a new battery was inserted. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed main pcb assembly at the failure analysis center and determined the cause for the malfunction to be due to numerous tin whiskers on the main pcb assembly and the shield.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.